Event description:
It was reported that the patient's log files captured routine events on interrogation but in the background of the log there were some "unable to charge emergency backup battery" events that would not be seen on interrogation. This indicated that the controller voltage is too low to charge the backup battery. This can occur if the patient cable is compromised, resulting in intermittent drops in input voltage below 13 volts. During this event the patient was hospitalized and on the hospital equipment. The patient cable on the hospital equipment was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(4), was evaluated following the reported event of low supply voltage while connected to the power module. A review of the submitted log file spanned approximately 2 hours (B)(6) 2022 from 10:14 ¿ 12:18 per time stamp). Throughout the entire log file while connected to the power module, there were instances of variable rsoc and bus voltages observed on both power cables. Voltages ranged from 12.4 ¿ 13.2 v which is lower than the expected 14v. This did not coincide with any alarms but the ¿unable to charge ebb¿ fault was active during these events. The low voltages did not affect the controller's ability to operate the pump at the set speed. There were no notable alarms active in the log file. The system controller was not returned for analysis. No issues can be correlated with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.